Manufacturer narrative:
Unit received with intermittent buttons due to moisture damage at keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners and belt clip slot. Unit received with minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump's up and down arrow buttons were unresponsive when he attempted to enter a bolus. The buttons on the insulin pump were stuck and unresponsive. Customer's blood glucose level was 115 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.